Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the autolog washkit, a small amount of blood was observed dripping from the bottom of the autolog instrument, and upon disassembly of the bowl from the centrifuge well at the end of the surgical procedure, blood was observed spilled inside the well. Patient blood loss occurred due to this issue. The leak was not noticed until the surgery was almost finished. No error or warning messages appeared, and there were no audible or performance abnormalities reported. The bowl or tubing was not re-seated, reinstalled, or replaced. No damage was noted on the instrument or disposable, and no blood was discarded. The patient did not require an unplanned transfusion. The device was used to complete the procedure as no additional blood loss was anticipated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection of the bowl only shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted; no signs of holes or cracks were detected. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for the return was not confirmed. Additional information d4.5: unique identifier (UDI) #: this field was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.